Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited loss of capture (loc). Technical services (ts) examined the presenting electrogram (egm) and device episode data and found that the ra sensing had dropped and the pacing impedance became erratic, with measurements getting higher yet remaining within normal limits. The ra signal was showing up on the right ventricular (rv) lead channel, but there was no oversensing. Further evaluation of the ra lead was advised. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system exhibited loss of capture (loc). Technical services (ts) examined the presenting electrogram (egm) and device episode data and found that the ra sensing had dropped and the pacing impedance became erratic, with measurements getting higher yet remaining within normal limits. The ra signal was showing up on the right ventricular (rv) lead channel, but there was no oversensing. Further evaluation of the ra lead was advised. No additional adverse patient effects were reported. Currently, this ICD system remains in service. According to additional information, this lead was explanted due to the aforementioned clinical observations. A new lead was successfully placed. No additional adverse patient effects were reported.